Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken wherein the patient's ipg was relocated. Effective therapy was established postoperatively.

Manufacturer narrative:
The reported observation of ¿pain at the ipg site¿ was not confirmed. The analysis results concluded the device was fully functional prior to entering the service application state. The root cause of the observation was not ascertained through device analysis. A review of the therapy delivery log found no program status errors had been logged other than surgery mode. This indicates the device was capable of delivering the stimulation as programmed. A program status error can occur when there is an issue with the program impedances, or the device has a low battery voltage. Based on this indication, the device therapy did not contribute to the pain at the pocket site.